Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 1627487-2019-07470. Related manufacturer report number 1627487-2019-07471.

Manufacturer narrative:
The investigation results will be provided on the final report. Further information was requested but not received.

Event description:
Related manufacturer report number 1627487-2019-07470. Related manufacturer report number 1627487-2019-07471. It was reported that patient was receiving ineffective stimulation from their device system. Patient required a magnetic resonance imaging system as well. The device system was explanted as a result to resolve the ineffective stimulation issue. No further information is available.